Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insertion of the peritoneal dialysis catheter for the patient that was admitted to the hospital due to uremia, the connection between the interface of the peritoneal dialysis catheter and the titanium connector was broken. The product was replaced immediately. There was no reported patient injury.